Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the ventricular channel, which resulted in pacing inhibition. The noise was not reproducible.